Event description:
It was reported that these left ventricular (lv) lead and a cardiac resynchronization therapy defibrillator (crt-d) were explanted and replaced due to high capture thresholds with loss of capture. According to the patient, there was muscle stimulation present with the explanted lead. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced due to high capture thresholds with loss of capture. No additional adverse patient effects were reported.